Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on the morning of (B)(6) 2018, he obtained alleged inaccurately erratic blood glucose results of ¿350 and 55 mg/dl¿ on the subject meter, more than 20 minutes apart. The reported time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The patient manages his diabetes with insulin, which he self-adjusts, and metformin oral medication. It is unclear what action he took after obtaining the alleged inaccurate results. He reported that about 3 hours after obtaining the results, he started ¿sweating¿. He reported that at 2pm on (B)(6) 2018, he drank orange juice. He indicated that no other treatment or additional help for his symptom was required. During troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure and the results had been taken from the same, approved sample site. The patient did not have control solution to test the meter and test strips and the cca provided education to the patient on its use. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event, i.e. Sweating, after obtaining alleged inaccurately erratic results on the subject meter.